Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. The device remains implanted and is not available for analysis. The code (B)(4) was used to explain the endoleak. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention include, but are not limited to improper component placement, aneurysm enlargement and endoleak.

Event description:
On (B)(6) 2020, the patient underwent endovascular treatment of an abdominal aortic aneurysm and a bilateral common iliac artery aneurysm using gore® excluder® aaa endoprostheses. The right external iliac artery to the right internal iliac artery bypass was created before the stent grafts were implanted. The blood leakage from the catheter of the trunk ipsilateral leg endoprosthesis was observed (amount unknown, no transfusion was required). Due to the blood leakage, the ipsilateral leg was deployed first, then the cannulation to the contralateral gate was performed again and a contralateral leg component was implanted. The additional contralateral leg component was implanted distally of the first device implanted in the right limb. It seemed that the distal end of the additional device was implanted in the aneurysm area. But as a distal type I endoleak was not observed, the physician decided to monitor it. On an unknown date, an aneurysm enlargement (amount unknown) due to a suspected distal type I endoleak from the right limb was observed. On (B)(6) 2021, a reintervention was performed to treat the distal type I endoleak. An iliac extender endoprosthesis was implanted distally. The endoleak was resolved. The patient tolerated the procedure.